Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks for potential supra ventricular tachycardia (svt) due to undersensing during fine ventricular fibrillation (vf)/ventricular tachycardia (vt) episodes. The right ventricular lead remains in use. No further patient complications have been reported as a result of this event.